Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low and high blood glucose. Customer¿s low blood glucose was 40 mg/dl and 50 mg/dl. Customer¿s high blood glucose value was 400 mg/dl. Customer treated with manual injection for high blood glucose. Customer specified other relevant blood glucose 80 mg/dl, 180 mg/dl, 86 mg/dl, 60 mg/dl, 70 mg/dl and 200 mg/dl. The customer declined troubleshoot for low blood glucose. The product will not return for analysis.